Manufacturer narrative:
Shelf box of product had additional label from pharmacy: "use with four times a day flexpen insulin injections" which can suggest multiple injection. There is no proper code for leakage.

Event description:
Pharmacist was contacted by patient. Patient said the pen needles were difficult to penetrate the skin and also experienced leaking at injection site.